Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was protruded. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests due to the motor error alarm. The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.